Event description:
Customer reported the he was experienced two low blood glucose events. The first one was at 10:40 pm it was 36 mg/dl, treated with orange juiced. The second one was at 1:02 am it was 44 mg/dl, treated with ice tea. He was playing video games. Customer stated he had two lows. Customer stated he treated with 52 carbohydrates and his blood glucose was 61 mg/dl and disconnected from the device. The drive support cap was reported normal. Most recent set change was (B)(6) 2015 and he was disconnected during prime rewind sequence. Time and date are correct. Customer does not have programming information so was advised to obtain them to ensure if they are correct on the device. Customer stated he did have two high blood glucose events; one was 367 mg/dl and treated with nine units of insulin. The device was not exposed to an MRI. Device passed displacement test. Customer was advised to speak to doctor in regards to low and to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.